Event description:
Customer reported that the insulin pump returned a no delivery alarm. Customer also reported having high blood glucose levels since the night before the call. Blood glucose level was 467 mg/dl at the time of the call. Customer was able to get insulin to exit the insulin pump during troubleshooting. No further info was provided.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.